Event description:
Device report from (B)(6) reports an event in (B)(6) as follows: patient was implanted with plate and screws on an unknown date for a radius fracture on the left side. Patient was initially treated conservatively. The patient suffered from a malunion. The alignment of the radius bone needed to be changed. Patient was returned to the operating room on (B)(6) 2012 for correction osteotomy. On (B)(6) 2012, it was noted that the plate broke post-operatively. It was reported that all four screw heads are jammed in the plate. The hardware was removed; date unknown. This is 3 of 5 reports for the same event.

Manufacturer narrative:
Device was used for treatment. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Without a lot number the device history records review could not be completed.

Manufacturer narrative:
Device used for treatment and not diagnosis. The relevant dimensions were checked and found to be according to the specification. No manufacturing related failure could be detected. The loosening moment under laboratory conditions were within the recommended tightening torque. According to the rms report the distal radius plate broke due to axial and dominant dynamic bending loads which led to the material fatigue.